Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. Pump error 63 alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's batteries end after one to three days. The customer stated that the battery cap was ok. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.